Event description:
New information received indicates that the device was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient was in the hospital for an unrelated condition so explant procedure was cancelled. There were no patient consequences.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.